Event description:
It was reported that after an interventional peripheral stenting procedure, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, during deployment, a suture retrieval issue occurred. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed as analysis of the returned device revealed that the guide tube and needle followers were bent. Subsequently, during the needle deployment, both needles deflected, resulting in a bilateral needle-to-cuff miss as both needles failed to engage with their respective cuffs. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.